Event description:
The complainant stated that the foot hi/low function drifted down overnight.

Manufacturer narrative:
Repairs have not been completed. A follow up report will be sent once the repair is complete.